Event description:
Manufacturer ref.#: (B)(4).

Manufacturer narrative:
The ventilator was investigated at site by our field service engineer. The air gas module was found defective. After replacement, the ventilator passed all functional and safety tests and was cleared for clinical use. The replaced air gas module and the logs from the ventilator were not sent to our investigation, despite several reminders. Therefore further investigation was not possible and the root cause for the defective air gas module could not been identified.

Event description:
It was reported that the ventilator failed internal leakage test during pre-use check. There was no patient involvement. Manufacturer ref.#: (B)(4).